Manufacturer narrative:
This event is confirmed as a use related error. As reported the product had expired while in the hospital inventory location. The expiration date is located on multiple layers of the packaging. Remains implanted.

Event description:
It was reported that on (B)(6) 2019, during a laparoscope hernia repair procedure under general anesthesia, an expired bard 3dmax mesh (date of expiration date: 06/2019) was implanted on the left side. The material had been prepared by the day before the intervention. The problem was identified after the procedure was completed. There was no medical intervention as a result of this event and the mesh remains implanted.